Manufacturer narrative:
.

Event description:
The customer reported that no sound was coming from speaker at all. The customer stated that the unit was giving the speaker malfunction alarm and the speaker was not making any sound, or alarming. The monitor was in clinical use at the time the issue. There was no patient or user harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that he received a speaker failure inop on the screen of the mx700 and confirmed no sound coming out of the speaker. No patient or user harm was reported.